Event description:
It was reported that the patient experienced hypoglycemia after announcing a meal during nighttime hours, with continuous glucose data showing a nadir of 43 mg/dl and a fingerstick reading of 30 mg/dl, and emergency medical services treated the event without hospital transport. The user was treated with orange juice and glucagon. Symptoms included confusion, weakness, and other signs consistent with low blood glucose. Outcomes included temporary impairment requiring ems intervention without lasting disability. Investigation included a review of available system and glucose reports. Investigation of this case revealed that the specific cause of the hypoglycemic event was unclear based on the information provided. It was concluded that the event was user- and situation-related with no confirmed device malfunction. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.